Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was in the 400s mg/dl with a moderate ketone level when the customer was sick. A correction bolus via the pump was delivered to address the bg level. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.